Event description:
After inserting a temporary dialysis catheter on the left side of the pt's neck, an attempt was made to pull it out, which was common practice, the wire broke off in the pt's subcutaneous tissue. After several attempts, under fluoroscopy, it was deemed unsuccessful. The pt was informed of the incident and given time to discuss and ask questions.